Event description:
It was reported that 3 screws were found to be broken post an open reduction internal fixation of the left hip on (B)(6), 2013. The broken screws and 2 washers were explanted during a revision procedure with hemiarthroplasty on (B)(6), 2014. The procedure was completed successfully without fragmentation or patient harm. This complaint involves 3 screws and 2 washers. This is report 3 of 5 for the same event, (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.